Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
Additional information received indicates that seven days prior to the procedure the patient presented to the hospital and was admitted after receiving a shock from the cardiac resynchronization therapy defibrillator (crt-d). It was further noted that the patient was hypotensive and received intravenous fluids. The patient was also given a medication for ventricular tachycardia. The patient¿s blood cultures were positive for an infection and a foot ulcer was thought to be the source. Vegetation on the tricuspid valve and septic emboli to the lungs were observed. Due to the patient's worsening condition, the crt-d, right ventricular (rv) and left ventricular (lv) leads were explanted for infection. The right atrial (ra) lead was partially removed. No additional adverse patient effects were reported.